Event description:
On 03/15/2022, it was reported by a sales representative via email that an ar-3638 knotless fibertak was properly inserted into the glenoid and upon removal of the drill guide, surgeon realized the relay/passing black and white stripped sutures were frayed. Suture were cut and the anchor remains in the patient. A second ar-3638 knotless fibertak is opened and the same thing happens. Only 2 out of the 4 anchors were successfully implanted. This was discovered during a remplissage and labral repair on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.